Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device identification: c-utlmy-701j-rsc-abrm-hc-ihi-fst-a-rd. Investigation evaluation. A review of the instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection/dimensional verification of the returned device was conducted during the investigation. Customer returned one triple lumen 7fr cvc catheter in a damaged and used state. Bio-matter is present on the device. Catheter tubing does not have any surface damage. Hub #1 does not appear to have any surface damage. Hub # 2 has a crack through the number 2 from the proximal edge of the hub to the wing. Hub # 3 has a large crack also through the number 3 from the proximal edge of the hub to the wing. Both cracks are approximately 1cm in length. On each hub, the distance from the needle free adapter to the start of the wing is approximately 0.090". The od of the tubing for all three lumens measures within manufacturing specifications. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per quality engineering risk assessment, there is no further actions required at this time. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray catalog number: c-utlmy-701j-rsc-abrm-hc-ihi-fst patient code: no code available ¿ additional procedure required to replace central line. Device code: crack is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported from the facility on mw5076358, a patient had a central line (cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter) placed and when the line was reassessed post placement, the blue and white hubs were noted to be cracked. The line was removed and a new access was placed due to patient¿s high risk for central line infection and air emboli. To date, additional information has not been made available with regards to the patient and event.